Manufacturer narrative:
Additional product codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: august 19, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the drill bit broke during the process of drilling a hole in the anterior rim of glenloid during latarjet surgery. The drilling was being performed using a guide wire. After the drill bit broke, part of it was stuck in a bone and it substantially complicated the surgery process. After the part of the drill bit had been removed from the bone, it was decided to continue the surgery using the rest of the same drill, but it broke again. After that the surgeon stopped using the broken drill bit and continued the surgery using uncannulated drill bit he had on hand, which complicated the insertion of locking screws. It was reported that the drill bit was new and was being used for the first time when the described event happened. There was a substantially a sixty (60) minute delay to surgery time. Fragments were and required additional intervention to remove. No pieces were left in patient. Procedure was successfully completed. Concomitant parts reported: locking screw (part/lot unknown, quantity 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation was completed. The visual inspection of the returned drill bit has confirmed that the tip was broken. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. The exact cause of this occurrence cannot be defined. We can only assume that a mechanical overload during use caused this breakage. It was reported that the drill bit was used again after it broke once and it broke again. A broken drill bit should not be used after it broke once as the cuttings edges are most likely also damaged or broken. A drill bit within this condition does not work as intended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.